Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer and chronic obstructive pulmonary disease (copd). The patient did receive medical intervention and is currently receiving oncology treatments and reported to have a CT scan of the lungs. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused cancer and chronic obstructive pulmonary disease (copd). The patient did receive medical intervention and is currently receiving oncology treatments and reported to have a CT scan of the lungs. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Section h6 updated in this report.